Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-05846.

Event description:
The customer stated that he was hospitalized with a high blood glucose of 337 mg/dl. The customer stated that the cannula was bent when removing the infusion set. The customer also felt that the infusion set got stuck along the inside wall of the insertion device when inserting the infusion set. Nothing further was reported.

Manufacturer narrative:
One opened and used quick serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick set onto rubber skin. The quick serter failed and the barrel walls found with excessive glue from the quick set tape.